Manufacturer narrative:
Upon additional information received, the product malfunction changed to balloon retraction jam-inside the advancer tube. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an unknown mynx grip vascular closure device (vcd) was stuck inside the sheath. The device was deployed successfully and was removed after a few attempts at additional deflation of balloon. There were no adverse effects or reported patient injuries. The technician did not fully lock the syringe before deflating. Therefore, the balloon got stuck up against the sheath because the balloon was not properly deflated. The technician then locked the balloon correctly and deflated the balloon and felt a bit of resistance as she was pulling out the device. Rather than the black wire, and then the white tamp tube staying behind during removal, the device took both the black wire and white tamp tube out together. The device will not be returned for evaluation.